Manufacturer narrative:
Continuation of d10: product ID: 200h12; (unknown serial/lot); product type: 0195-heart valves; citation: dong hee jang., et al.. Risk factors for infective endocarditis in contegra grafts used as right ventricle-pulmonary artery conduits: a retrospective cohort study. European journal of cardio-thoracic surgery 68(3) 2026. 10.1093/ejcts/ezag086 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding risk factors for infective endocarditis in contegra grafts used as right ventricle-pulmonary artery conduits: a retrospective cohort study. The study population included 206 patients who were predominantly male with a mean age of 10.8 months old. It was reported that all patients were implanted with medtronic contegra conduit. Among all patients, clinical observations included: infective endocarditis and vegetation on the contegra valve leaflets. It was reported that antibiotics treatment were given and surgical valve replacement were performed. There were 9 deaths in the entire cohort, but only 6 patients died with implanted contegra. The causes of death were reported as fungal infective endocarditis (ie), right ventricular failure (premature pulmonary vascular beds, pulmonary hypertension after neonatal or young infantile repair and right coronary artery injury at conduit implantation) and post repair respiratory distress. No further information was provided pertaining to medtronic products.